Manufacturer narrative:
(B)(4).

Event description:
It was reported that a component was left in body.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned confirmed the stated failure. The threaded tip has fractured off. The fractured piece was not returned; it remains in the stem implanted in the patient. The device show signs of use. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2015. It was concluded that the anthology inserter fractured at the threaded tip, potentially from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver hole platform of the stem. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.